Event description:
Damaged haptic after implantation. Torn trailing haptic. Device explanted. Patient health not impacted; patient has recovered and is fine; no permanent or negative impact on patient health expected

Manufacturer narrative:
The event occurred in germany, but the event assessment was delayed in the region. The event has been assessed as a reportable event in germany and subsequently reported to their competent authorities. Therefore, this initial emdr is being submitted to FDA for this as a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - corrected to no. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information. H3 - indicated not returned. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 250). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Soua-g115-02). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. Torn trailing haptic. Device explanted. Patient health not impacted; patient has recovered and is fine; no permanent or negative impact on patient health expected.